Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The device was not in patient use. During the evaluation of the device at a third party service center, a "ventilator inoperative" code was observed in the ventilator's downloaded error log. The device's system board was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a failure of the system board. The system board was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the system board failing was due to a communication failure between the cpu and the dsp.